Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, suction irrigator (si) tip was broken apart, but the parts remained attached by a ¿dangling wire.¿ no fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient¿s anatomy. The instrument and the broken pieces were returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have a broken distal clevis at the distal end. The distal tip was broken and hanging onto the metal portion inside the distal tip. There are possible missing fragments. The complaint regarding tip of suction broke apart was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.